Event description:
Complainant alleged that the corner of the package of one of the implements was not sealed all the way, affecting sterility.

Manufacturer narrative:
The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard. The device has not been returned to the MFR at this time for eval. A lot history review (lhr) review of reyk0128 showed no other similar product complaints from these lot numbers.